Event description:
While performing an unrelated service on the device, a field service technician (fst) found two of the six screws used to secure the light configuration onto its ceiling mount were broken. No injuries were reported. (B)(4).

Manufacturer narrative:
The field service technician (fst) reported that the screw heads had broken off of its threaded shaft. The screw parts were contained within the light's ceiling mounting. The fst removed the broken screws & replaced with new ones. The device has been returned to service. This investigation is on-going and the results will be included in a follow-up report. Maquet medical systems USA submits this report on behalf ot he device manufacturing facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.